Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs result for one patient sample from the cobas 8000 cobas e 602 module. A troponin t hs was added onto a previously tested sample, and the assay was performed with a 1:50 dilution. The customer stated they did not request the dilution to be performed. The result was 191.7 pg/ml with a data flag and was reported outside of the laboratory. The clinicians doubted the result and a new sample was drawn from the patient with a result of 45 pg/ml. The original sample was retested the result was 45.93 pg/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 34585200. The expiration date was requested but was not provided.

Manufacturer narrative:
The manufacturer investigated and confirmed the software behaved as designed. The investigation did not identify a product problem. The cause of the event could not be determined.